Event description:
Routine complaint investigation when a consumer reporting getting low readings for three successive days on consumer's medisense 2 reli on blood glucose meter upon which consumer made a decision to decrease the amount of insulin consumer administered self. On the fourth day, consumer reported being unable to test because of error messages received. On the fifth day, consumer experienced a hyperglycemic event requiring medical intervention. Since the event consumers's physician has reduced the consumer's morning insulin and increased consumer's nightime insulin.